Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a number cannot be locked in when making adjustments; when making setting changes, the numbers jump around even when not touching the touch screen or the nav ring. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.

Manufacturer narrative:
After numerous attempts to obtain information on the event, the patient and the repair, this complaint is being closed. If the further information is obtained this complaint will be reopened.